Manufacturer narrative:
Pt info was not available at the time of this report. Investigation of device had not been completed at the time of this report.

Event description:
Site rep reported that the tracer failed during a cranial surgery. Surgery continued but use of the medtronic stealthstation s7 system was aborted. The surgeon continued and completed the case. There was no impact on the pt outcome.